Event description:
Tech alleged that the head of the bed drifts down each time it is raised.

Manufacturer narrative:
Tech found the CPR hardware is damaged on both sides of the bed. Tech replaced the CPR hardware to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.